Manufacturer narrative:
The pump was received with normal operating currents and no unexpected display anomaly. It was noted that the battery is working okay and not getting hot. There was a no reservoir alarm during test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, cracked battery tube threads, and a detached end cap. (B)(4).

Event description:
The customer reported via phone call that she had a black screen and the pump and battery were extremely. Customer's blood glucose was 118 mg/dl at the time of the incident. Customer was advised to stabilize the pump at room temperature. Customer stated that the black screen did disappear. Customer was assisted in performing the self test but the pump failed the test. Customer stated that while filling the tubing, the pump gave a no reservoir alarm and the casing popped off, causing the drive support cap to become loose. Customer has a 530 g pump and was assisted with programming the pump. Customer will return the other pump.